Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The high drain alarm was identified through an event history log review. Upon conclusion of the investigation, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain 1) alarm was identified in the log. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2014, at 09:04:19. No additional information is available.